Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false nonreactive alinity I hbsag result of 0.00 iu/ml was generated for one patient. The result was discrepant with the patient's historical result of >250 iu/ml (reactive). The sample was retested and the result remained nonreactive at 0.00 iu/ml. When using another reagent kit of the same lot number to retest the same sample, the result was >250iu/ml (reactive), which was consistent with the historical result. There was no impact to patient management.

Manufacturer narrative:
During investigation, it was identified that this event was impacted by a deficiency of the alinity I hbsag reagent, list number 08p08-77, lot 32395fn01, where microparticle material was found in the conjugate bottle. It was noted that the results generated from the impacted cartridge showed low relative light unit (rlu) values which impacted the results of this event. There will be no further MDR submissions for this event since the similar us product, architect hbsag list number 4p53, is not impacted by the issue found with the alinity I hbsag reagent kit, list number 08p08-77, lot 32395fn01.